Event description:
Implant was placed 8/29/96. The pt complained of pain and swelling. The cover screw was loose once the dr uncovered the implant. It was then removed. The other 3 implants the pt has left are fine. One person affected.